Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement one day post implant. The ra lead lost sensing and capture. The ra lead was explanted and replaced. During the ra lead revision procedure, the right ventricular (rv) lead dislodged. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.